Event description:
The reporter stated that the surgeon was attempting to insert a three piece silicone lens model aq2010v and thought the haptic was bent; so he quit using the lens. There was patient contact with the injector & cartridge, but no patient injury.

Manufacturer narrative:
A visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.